Event description:
It was reported to boston scientific corp in 2008, that an endostat ii electrosurgical unit was to be used during a procedure four days prior. According to the complainant, the device had "no active output." There was no patient involvement. No further information is available.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.